Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation completed. This is an initial final report submission. Review of the most recent repair record determined the comb was damaged and was replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the pin of the device was bent. At evaluation investigation of the device there was a damaged comb.